Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter is not working and issue was not resolved with troubleshooting.